Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure as the doctor reported that he had folded the lens with no problem, but said it was upside-down after inserting the lens into the eye. The lens was cut out and an anterior chamber lens was used for the replacement because of the vitrectomy. An incision enlargement and a couple of sutures were required. Additionally, it was noted that the event was attributed to a use error. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/21/2014. The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was inspected at 10x microscope magnification where small, loose particles were observed on the sample compatible with handling the lens. The condition observed in the lens sample received was consistent with a lens that has been removed from the patient's eye. Based on the information provided, the complaint lens was not affected by the manufacturing process as a ¿user error¿ was indicated by customer. The event reported could be related to haptic issues during iol insertion process. Based on the investigation, the lens was removed during the surgical procedure and has been indicated as operational. The investigation results did not suggest that the lens was affected by the manufacturing process. No further investigation is indicated. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlargement, sutures, explant of lens; lens implanted upside down. All pertinent information available to abbott medical optics has been submitted. Placeholder.